Event description:
Reporter indicated high lead impedance was obtained during a vns generator replacement surgery when a new vns generator was attached to the resident lead. Reinserting the lead pin did not resolve the high lead impedance, and a lead fracture was suspected. Preoperative diagnostics with the old generator were within normal limits. A new vns lead and generator were implanted. Attempts for return of the explanted devices were unsuccessful as the hospital does not return explants. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.